Manufacturer narrative:
An valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer received a ¿replace sensor¿ error message after 2 days of wearing the adc freestyle libre sensor. The customer experienced symptoms described as ¿almost losing consciousness¿ and vomiting and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia. The hcp rehydrated the customer and administered rapid insulin, apidra and lantus as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.